Manufacturer narrative:
Additional device information for v.a.c.® simplace¿ dressing lot number 60202783v003: unique identifier (UDI) # : (B)(4); expiration date: 31-aug-2020. Additional device information for activ.a.c.¿ canister lot number 7464956v009: unique identifier (UDI) # : (B)(4); expiration date: 31-dec-2022. Device manufacture date : 06-jan-2020. Based on the information provided on 01-may-2020 that alleged the activ.a.c.¿ ion progress¿ remote therapy monitoring system was suspended for two weeks due to an alleged infection being treated with antibiotic therapy, kci could not determine that the alleged event was related to activ.a.c.¿ ion progress¿ remote therapy monitoring system. As of 31-may-2020, kci had no information to exclude a potential relationship of the kci product and the patient's infection, thus, kci is reporting the event based on the initial information received. Based on the additional information obtained on 01-jul-2020, the physician confirmed the infection was unrelated to activ.a.c.¿ ion progress¿ remote therapy monitoring system. Kci has deemed this event not reportable based on the information received on 01-jul-2020. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area.

Event description:
On 01-may-2020, the following information was reported to kci by the patient: on (B)(6) 2020, the activ.a.c.¿ ion progress¿ remote therapy monitoring system was suspended for two weeks allegedly due to an infection, and the patient started antibiotic therapy. On 01-july-2020, the follow information was reported to kci by the physician: the patient's hospitalization and infection were not related to nor caused by the use of the activ.a.c.¿ therapy system. On 08-jun-2020, a device history record review for activ.a.c.¿ canister lot number 7464956v009 determined all end release testing of product and packaging met specifications. On 15-jul-2020, a device history record review for v.a.c.® simplace¿ dressing lot number 60202783v003 determined all end release testing of product and packaging met specifications. On 18-mar-2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. On 09-jun-2020, the device was tested per quality control procedure by kci quality engineering and passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.